Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the magic 3 go intermittent catheter had a defect, which could have caused urethra trauma.

Event description:
It was reported that the magic 3 go intermittent catheter had a defect, which could have caused urethra trauma.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause was not chosen due to a lack of information. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review can not be completed due to a lack of information.